Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter last name, fax number: not provided.

Event description:
It was reported that an implant (int485) did not integrate and it relocated into the sinus. Implant was removed and patient was rescheduled for new implant placement. Tooth location 3.

Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 8.5mm (int485) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured with digital calipers (cal1334, calibration due 23-oct-2019) and were found to be within the specifications in the product's engineering drawing. Pictures or x-ray images of relocation into sinus or non integration were not provided to evaluate. DHR review was completed for the subject lot number (2017101037). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2017101037) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported events (non-integration and relocation to sinus) or device (int485). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: unique identifier (UDI) number:(B)(4).

Event description:
No further event information available at the time of this report.